Event description:
It was reported that three months post implant the lead was oversensing as they were seeing vr (ventricular refractory) events 140 ms after every vp (ventricular pace). The sensitivity of the lead was adjusted. It was further reported that two days later the patient complained of shortness of breath when out jogging. It was noted that the patient's symptoms were likely not related to the sensitivity adjustment as the patient has asthma and was jogging on a foggy day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pulse generator, implanted: (B)(6) 2013. (B)(4).